Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5, d4 UDI # and h6 (medical device problem code) updated. The device was returned without accessories to zoll medical corporation for evaluation. The customer's report related to error d26 was observed in the log. The report of unable to detect the electrode pads was observed, the main board and high voltage capcitors were replaced as a precaution. The device passed functional tests and internal inspection. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, device did not detect the attached electrode pads and prompted a "hv charger test capacitor not holding charge" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, device did not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.